Manufacturer narrative:
Investigation summary: customer returned (22) open 5mm, 31g pen needles without the tear drop label. Customer states that she's not able to attach some of the pen needles to insulin pen from this box. All returned pen needles were examined and no bent cannula was observed. All samples were also tested and all were able to securely attach and easily detach from a pen without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced inner shield or outer cover/cap does not attach/detach during use. The following information was provided by the initial reporter: material no: 320119, batch no: 9071856. Verbatim: expiration date: 2024-03-31. Incident date: unknown. Spouse of consumer reported, she's not able to attach some of the pen needles to insulin pen from this box. Stated, the non patient end, in not bent. First time she's had issue with product. Reported the problem to pharmacist, who told her to call bd. She ran out of pen needles trying to find one that works in the box. Pharmacist agreed to give a replacement box.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced inner shield or outer cover/cap does not attach/detach during use. The following information was provided by the initial reporter: material no: 320119 batch no: 9071856. Verbatim: expiration date: 2024-03-31. Incident date: unknown. Spouse of consumer reported, she's not able to attach some of the pen needles to insulin pen from this box. Stated, the non patient end, in not bent. First time she's had issue with product. Reported the problem to pharmacist, who told her to call bd. She ran out of pen needles trying to find one that works in the box. Pharmacist agreed to give a replacement box.